Manufacturer narrative:
This report is submitted june 27, 2018.

Event description:
Per the clinic, the device was explanted for unknown reasons on (B)(6) 2018. The patient as reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.